Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and osteoporosis. On (B)(6) 2016 it was reported that the patient was in the emergency room with symptoms of overdose; the patient was sedated with low respirations. The hcp was going to try to put a magnet over the pump to see if the patient's symptoms improved. The patient had been given narcan and had responded. The onset date of the event, what led to the event, the diagnostics performed, the actions/interventions taken, and the outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.